Event description:
A malfunction was reported on a pump without preceding notable events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Initially, the customer did not have a charging cable to reset the pump, but eventually followed up and completed the reset with assistance from technical support. The malfunction did not recur after the reset, allowing continued use of the pump. Technical support advised the customer to update the pump software for improvements and to call back if any malfunctions reoccur.